Event description:
New information received indicated that post-sensed t-wave oversensing episodes were observed. Programming changes and further testing were recommended. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic with a non-sustained rv oversensing alert. Upon review of the egms, myopotential oversensing was suspected. Programming changes were recommended.